Event description:
Upon medical records review by a medical professional, additional operative notes indicated that the patient suffered from a malpositioned cup and stem, dislocation, metallosis, and a fractured liner. The metallosis was caused by wear between the liner and cup, due to the fractured liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combination. The part and lot code combination was not provided for the femoral head, acetabular cup, and femoral stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.